Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line), this system error occurred during dwell. The technical service representative (tsr) assisted the home patient (hp) by explaining the alarm and per hp he forgot to close the unused supply line. The tsr asked to close any unused lines and call gts the next time. Proper procedures were reviewed with the caller. The patient was involved, but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The problem was confirmed and the cause was a use error - open clamp. This issue is being investigated through CAPA. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.